Manufacturer narrative:
Correction: please retract this report 2017865-2024-71013, as this event should have not been reported. The reset is an expected device behavior due to off-label MRI use.

Event description:
It was reported that the patient had an MRI without programming the device in MRI condition mode, and the device was emitting vibrating alerts. The device showed that it was in safety mode. The device was successfully restored and reprogrammed. There were no adverse health consequences, the patient was stable.